Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision site was opened and exposed. The patient will undergo an explant procedure. No further information has been obtained despite good faith efforts.